Manufacturer narrative:
This is an intial report. The customer's transmitter has been sent for further investigation. A follow-up report will be filed once the investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported to the (B) (4) district office on 14 apr 2009.

Event description:
While performing an investigation on a customer's freestyle navigator transmitter, a crack was observed on the lower housing near the battery door latches and by the thermistor. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.